Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received gablofen 2000mcg/ml; 240mcg/day in an implantable pump for intractable spasticity and cerebral palsy. The patient medical history included hereditary spastic paraparesis and concomitant medications included oral baclofen. The patient experienced an episode of baclofen withdrawal (increased tone and itching) on (B)(6) 2018. Oral baclofen resolved the withdrawal symptoms quickly. The patient then experienced symptoms again on (B)(6) 2018, which again responded to oral baclofen. There were no known environmental/external/patient factors that may have led or contributed to the issue. On (B)(6) 2018, the hcp was able to successfully withdraw from the catheter access port (cap). However, small bubbles were observed. Catheter replacement was performed on (B)(6) 2018. During the procedure, spontaneous retrograde cerebrospinal fluid (csf) flow was observed from the catheter when disconnected from the pump. It was unknown if the issue was resolved. The patient status was indicated to be alive with no injury. The catheter would be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter, model# 8780, serial# (B)(4), found a catheter body kink near the collet. Analysis also identified damage to the transition tube; a section of transition tubing was missing from pump connector. If information is provided in the future, a supplemental report will be issued.